Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 6 out of 6 returned display boards. Device inspection: visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the s/n (B)(4) service history record showed the device had a manufacture date of 28jul2009. A review of the device service history record was performed beginning from the date of manufacture to the present date 11nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed one production failure record was opened for the source device. Only display board was received for investigation.

Event description:
It was reported that allegedly the led display was dim for six large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.